Event description:
It was reported that a novum iq large volume pump had a depleted battery message. This was discovered out-of-box (before first clinical use). There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During the event history log review (ehl), the reported condition of "depleted battery alarm is set" was found multiple times. The battery information was checked, and it was found that the bater stat of charge was 8% which caused the alarm. The ehl revealed that the device came out with a discharged battery and was not set to shipping mode upon shipping. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the device came out with a discharged battery and was not set to shipping mode upon shipping. The device was changed and a test run and battery test were performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.